Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was over delivering because her blood glucose was going down. The customer¿s blood glucose level was 66 mg/dl at the time of the incident. Customer was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer was using auto mode feature. The device will be returned for analysis.